Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor it was reported that the patient had an infection at the ins site after the implant. Patient stated that the doctor almost had to remove the ins, but she had to take bactrim for the infection. Patient stated that at the time of the infection it was leaking out a darker yellowish/greenish fluid and even now it¿s kind of leaking out a yellowish clear fluid. Patient confirmed it was bodily fluid. Caller was redirected to hcp regarding leaking fluid at the ins site. No further symptoms reporter. No complications reported/anticipated.